Manufacturer narrative:
Product eval: results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Add'l info was requested on 2/23/2011 by fax and mail. A completed questionnaire was received on 2/25/2011. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. (B)(4).

Event description:
A buyer reported an intraocular lens (iol) was exchanged due to the pt experiencing diplopia. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. In a f/u, the surgeon reported the event resolved following the iol exchange.